Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the rf assure delivery system gave a false positive detection following 3 consecutive scans. A different delivery system was used and gave a clear result following 2 additional scans with this system. An x-ray was not performed on the patient because the sponge count was correct. No patient injury occurred.

Manufacturer narrative:
The rf assure console was received for evaluation. The evaluation of the device could not duplicate the customer report of a false positive detection. The investigation found a ferrite installed on the accessory port that could potentially cause electrical interference and result in a false positive detection. The probable root cause of the customer's report was determined to be the ferrite on the accessory port assembly. The ferrite was removed to prevent future electrical interference. Corrective action has been implemented to prevent this issue through improvements to the design. No patient injuries have been reported with this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.